Event description:
It was reported that a subsidence was noted via postoperative x-ray in an unknown anterior cervical interbody spacer (acis) cage. No additional information is available at this time. This report is for one (1) unknown acis cage. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown acis cage. Date of original implant procedure is unknown. It is unknown if a revision/explant procedure has been performed. (B)(4). Unknown, as specific part and lot numbers for the complainant device were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.